Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16817, 1627487-2021-16819. It was reported the patient's lead had migrated. The issue was confirmed via x-rays. Surgical intervention took place wherein one lead was explanted and replaced. Therapy has been restored. Note: it is unknown which lead migrated, as such all leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.